Event description:
It was reported that the patient's right knee was revised due to the stem fracturing right at the junction with the mrh baseplate. The stem and baseplate were revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown mrh baseplate was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. There were no reported allegations against the unknown mrh baseplate, and it was only revised due to the stem fracturing right at the junction with the mrh baseplate. A full investigation is completed on the stem. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to the stem fracturing right at the junction with the mrh baseplate. The stem and baseplate were revised.